Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was reported that the pump wasn¿t delivering a bolus when the patient tried to administer the insulin. An unknown message was received. The reporter noted that the patient experienced elevated blood glucose (bg) over 250 mg/dl but under 500 mg/dl with no reported additional signs or symptoms of hyperglycemia. This incident does not meet animas' definition of an adverse event and there was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-oct-2019 with the following findings: during investigation, the bolus history confirmed a total of 8 boluses delivered on (B)(6)/19 and (B)(6)/19 all boluses delivered full programed amounts. The complaint regarding pump alarming when bolusing could not be duplicated or confirmed in the pump history ,due to continued pump use until (B)(6)/2019 the black box data has been overwritten for (B)(6)/2019 and (B)(6)/2019. The [pump was returned with a cracked battery compartment and a dim/pink screen. The pump passed all required testing for delivery accuracy. The basal total daily dose (tdd) history for (B)(6)/19 and (B)(6)2019 did not total the programmed basal rate due to the user running a zero basal program form (B)(6)/19 at 16:43 until (B)(6)2019 at 09:35. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.